Event description:
The customer reported that the system would lock up. No patient injury was reported.

Manufacturer narrative:
The customer canceled the service call. No further service information was provided.